Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of lung cancer. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of lung cancer. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation and found no evidence of foam degradation. During the evaluation of the device dust was observed and secondary findings was found. There was no error code. And unit got scrapped. Box h6 has been updated.